Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The generator interface (gib) pcb and fluoroscopy functions (ffb) pcb were evaluated and replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.